Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the issue might be related to the epc located in the main electronics. (B)(6) medical initiated replacement of the main electronics and advised the customer once the new board is installed, they need to conduct the base unit test and any necessary calibration, and then send the documentation. Also, they were informed once they remove the defective board, use the same anti-static bag and box. No root cause has been determined. (B)(6) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to (B)(6) medical that the bellavista 1000e stopped ventilating (psv) while on a patient. There was no error message, but there was a continuous visual and acoustic alarm. Also, it could not be operated via the touch display or any buttons (frozen screen). The patient immediately indicated respiratory distress (shortness of breath and desaturation). However, no harm as end users quickly performed disconnection and then bag-valve-mask ventilation until connection to a backup device. The bellavista continued to alarm (red light and beep) and could not be switched off.